Manufacturer narrative:
PMA/510(k)#: p100022/s014. Zisv6-35-125-6.0-120-ptx device of lot number c1174296 was returned to cirl for evaluation. The device is pending laboratory evaluation. From available information, it is known that the procedure was conducted using ipsilateral approach. According to the physician, the proximal portion of the stent deployed normally, but the remaining stent began to concertina and shortened by ¾ cm. Two additional ptx stents were deployed to extend through the lesion and deployed without issue. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. Due to the procedure being completed ipsilateral using a 125cm system the potential failure mode for the deployment issue could be related to the stability sheath not being kept within the access sheath during deployment... The potential failure mode could cause the stent to compress during deployment without the stability sheath being within the access sheath therefore resulting in the stent shortening¿ in relation to the images, it is inconclusive to determine the issue of stent shortening. A video of the procedure would be more ideal to determine exactly where an issue occurs¿ according to r&d, the potential root cause of this event could be attributed to the stability sheath not being kept within the access sheath. However a definitive cause of this occurrence cannot be determined at this time. It can be noted, that as per instructions for use, it states: ¿ensure the distal end of the stability sheath is inside the access sheath¿. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. The patient did not require and additional procedure and did not experience any adverse effects as a result of this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
Antegrade puncture. Highly calcified and diffuse disease in sfa. Amplatz stiff wire across lesion. Zilver ptx stent deployment started with distal stent markers just proximal to adductor canal. First 1cm of stent deployed correctly. Stent then began to concertina and proximal stent markers were seen to move distally. 12cm stent shortened by approx 3/4 cm. Proximal portion of stent deployed correctly. Delivery system removed without incident. 2 x subsequent ptx stents used to extend through lesion both deployed correctly without incidence. Post dilatation of stent shortening portion resulted in good outcome.

Manufacturer narrative:
PMA/510(k)#: p100022/s014. 1 x zisv6-35-125-6.0-120-ptx device of lot number c1174296 was returned to cook (B)(4) for evaluation. The device was not returned in the original packaging and was open on receipt. On evaluation of the returned device, it was evident that the stent was deployed during the procedure. Using a calibrated ruler, the delivery system length measured 124.5cm, and was confirmed to be within specification.the entire delivery system was visually examined for damage. No damage was noted to the device. R&d engineering advanced the complaint device over a 0.035 inch wire guide, no issues noted. The handle was opened and inner components were visually examined. It has been confirmed that all components were assembled correctly. Upon examination of the returned device, there is no evidence to suggest that the device was manufactured incorrectly. No defects were observed that could have caused or contributed to the complaint issue. Images were provided to support the complaint investigation. These were reviewed and the following comments were provided by the independent reviewer: findings: three images in a word file are provided along with the complaint report; the images demonstrated a partially concertinaed distal zilver ptx after deployment in the distal left sfa and post deployment angioplasty; the stent was still significantly, greater than 30%, constrained by the severely calcified plaque; the stent was shortened almost 50% measuring approximately 6cm long with the concertinaed segment measuring 2cm long; one angiogram, presumably the completion angiogram demonstrates no residual stenosis from the concertinaed segment and improvement in recoil through the rest of the stenosis; the use of a stiff amplatz wire for an antegrade approach implies acute angulation at the access requiring a stiff wire to prevent kinking. Impression: the stent was significantly more concertinaed and compressed than replayed by the complaint report. Although the heavily calcified plaque could have entrapped stent apices perpendicular to the vessel wall as they were released and had the effect of extracting the stent from the delivery system, it is unlikely this could have caused 6cm shortening. The antegrade access likely was highly angled given the need for a stiff amplatz wire. The zilver sheath was likely momentarily bound in the access sheath during deployment with inadvertent stent/inner cannula advancement causing the stent to concertina; additional stents and angioplasty resulted in lumen restoration despite the concertina; additional findings relative to the patient`s anatomy were observed. Based on the need for a stiff amplatz wire, the angulation of the antegrade access was likely highly acute; significant findings relative to the disease state were observed. The artery was severely calcified and resistant to dilation; significant findings relative to the use of the device were observed. The stent was deployed in a concertinaed fashion likely due to inadvertent delivery system advancement with momentary access and deployment sheath bending; significant findings relative to the design or performance of the device were not observed. Based on the images provided, the customer complaint can be confirmed as the images demonstrated a partially concertinaed zilver ptx stent post deployment. According to the opinion of the independent reviewer, the angulation of the antegrade access was likely highly angled based on the need for an amplatz wire and the artery was severely calcified. The zilver ptx sheath was likely momentarily bound in the access sheath during deployment with inadvertent stent/inner cannula advancement causing the stent to concertina. From available information, it is known that the procedure was conducted using ipsilateral approach. According to the physician, the proximal portion of the stent deployed normally, but the remaining stent began to concertina and shortened by ¾ cm. Two additional ptx stents were deployed to extend through the lesion and deployed without issue. Input was requested from engineering and the following comments were received: ¿due to the procedure being completed ipsilateral using a 125cm system the potential failure mode for the deployment issue could be related to the stability sheath not being kept within the access sheath during deployment... The potential failure mode could cause the stent to compress during deployment without the stability sheath being within the access sheath therefore resulting in the stent shortening¿¿ it can be noted, that as per instructions for use it states: ¿ensure the distal end of the stability sheath is inside the access sheath¿. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. It can be noted, that as per instructions for use it states: ¿ensure the distal end of the stability sheath is inside the access sheath¿. The patient did not require and additional procedure and did not experience any adverse effects as a result of this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the evaluation of the device involved in this event and also the receipt and review of related images. Initial description submitted as follows: antegrade puncture. Highly calcified and diffuse disease in sfa. Amplatz stiff wire across lesion. Zilver ptx stent deployment started with distal stent markers just proximal to adductor canal. First 1cm of stent deployed correctly. Stent then began to concertina and proximal stent markers were seen to move distally. 12cm stent shortened by approx 3/4 cm. Proximal portion of stent deployed correctly. Delivery system removed without incident. 2 x subsequent ptx stents used to extend through lesion both deployed correctly without incidence. Post dilatation of stent shortening portion resulted in good outcome.